Event description:
The following info was received in a letter submitted by a consumer. The consumer reported experiencing "unpleasant visual disturbances" following cataract surgery. The disturbances were described as lines floating acorss rptr's vision, flashing lights, and light rays from overhead lighting. A yag was performed with no relief from reported symptoms. Additional info provided by the implanting surgeon indicates that a bilateral yag capsulotomy was performed on 11/5/1999 with no relief noted by the pt. The pt's vision continues to be excellent and, aside from the reported symptoms, the eye is normal.